Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mitral regurgitation could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and prolapsed anterior leaflet. A mitraclip xtw inserted and was deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, one week post implant, an echocardiogram was performed and revealed recurrent mr with a grade of 4+. It was noted that the clip remained stable on the leaflets. A mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 1.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and prolapsed anterior leaflet. A mitraclip xtw inserted and was deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, one week post implant, an echocardiogram was performed and revealed recurrent mr with a grade of 4+. It was noted that the clip remained stable on the leaflets. A mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 1. The steerable guide catheter (sgc) returned and revealed damage to the soft tip and braded shaft.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. During returned device analysis, normal appearance of the device was confirmed, as there were no reported device malfunctions associated with the cds. Based on available information, a cause for the reported recurrent mitral regurgitation could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.